Event description:
During the procedure the screen of the generator would freeze and there was an issue during rf lesion. The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the results of the evaluation could not confirm the field reported freeze and rf output issue as the generator operated properly during the evaluation. The generator successfully powered on when connected to an external power source. Active simulation tests with three electrodes were successful and no hardware abnormalities that would have resulted in the reported event were identified. The device was powered on for a long period to test the power supply and was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The returned product functioned properly during the evaluation.